Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a missing clamp pressing plate. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. Event history review, visual inspection, functional testing, and service history review were performed. The missing clamp pressing plate was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the clamp pressing plate was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.